Event description:
The customer reported that the system shuts down without command and reboots itself. There is no report of injury or death associated with the event descried in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.